Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing fluctuating blood glucose. The customer also reported that they had been having high blood glucose. The customer had experienced their blood glucose go up to 300 mg/dl and 400 mg/dl, and it would stay high for a couple of hours. The customer was advised to check with their health care professional for the high and low blood glucose. Troubleshooting was performed on the insulin pump and insulin was able to exit. The basal rate settings were programmed accurately. The bolus wizard settings were programmed accurately. The no delivery test was performed and an insulin flow blocked alarm occurred. The device was returned for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Multiple boluses and basals were program. All boluses were properly delivered. Unit properly connected and calibrated to glucose sensor simulator. Unit received with minor scratches on case and minor scratches on lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.